Event description:
It was rpeorted that acculink stent was deployed in the left internal carotid artery (lida) in 2005. Immediately after the procedure, the pt experienced right arm weakness and grabled speech, which was diagnosed as a stroke. An MRI confirmed the stroke. The pt's condition improved and the pt was transferred to a rehabilation facility two weeks later.